Event description:
It was reported that during the implant procedure, the atrial lead had a problem with extending the helix mechanism. The lead was also not used. It is unknown whether the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal conductor was distorted (extrinsic) with over rotation. Lead fixation was distorted (extrinsic) helix compressed. The distal electrode was covered with blood. Lead was returned with blood on the helix and blood within the sleeve head. The helix fully retracted/compressed, and the distal conductor distorted within the connector. The distal conductor was over-retracted. This prevents proper torque transfer when turning the is-1 pin and will prevent the helix from being extended or retracted properly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).